Manufacturer narrative:
The device was returned to resmed manufacturing facility located in (B)(6) for an extensive engineering investigation. The investigation determined that the system fault 101 was triggered due to the user disconnected the circuit causing a slight leak in the circuit as well as water contamination to the expiratory pressure sensor inlet. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device logs were returned to the resmed design house in sydney, australia for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.